Manufacturer narrative:
The philips biomedical technician spoke with the customer. The biomedical technician and customer identified that the problem may have been due to the patient being older and the patient was laying in an awkward position at the time of the issue. The customer indicated that the functional spo2 tests were accurate. The reported issue was not confirmed. Information was provided to the customer to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that patient's spo2 readings were low and inconsistent. The device was in use on a patient at the time of the event. There was no adverse event reported.